Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons on the insulin pump were unresponsive after changing the battery. Blood glucose value is unknown but the customer stated, the sensor was reading 60 or 70 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened express bolus and esc button dome switches. The device had minor scratches on the lcd window, scratches on the reservoir tube window, cracked battery tube threads, and cracked reservoir tube lip.